Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-06979. It was reported that following arm and shoulder exercises the patient experienced ineffective therapy. Troubleshooting revealed high impedances on contacts 9-16 and low impedances on contacts 1-8. Troubleshooting was unable to resolve the issue. As a result, surgical intervention may be undertaken in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein two extensions were implanted to address the issue.